Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom failed the downstream occlusion preventative maintenance testing and device failed to alarm for downstream occlusions. The evaluation found that the device failed to alarm for a downstream occlusion on the medium test. It was found that downstream pressure plate gap was out of specifications. Additionally, the evaluation found that the downstream tubing guide gasket was never installed. Fluid residue was found on the downstream sensor due to the missing gasket. The downstream sensor, downstream tubing guide and gasket were replaced.

Event description:
It was reported that a spectrum infusion pump failed the downstream occlusion preventative maintenance testing. The customer reported that the device did not alarm for downstream occlusions until 26 psi. It was also reported that there was no pt injury.